Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator on a 7f exoseal vascular closure device (vcd) did not change color. As pulling continued, the device came out. There were no reported injuries to the patient. The operator is highly experienced. Additional information was requested but was not provided. The device was returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the visual indicator on a 7f exoseal vascular closure device (vcd) did not change color. As pulling continued, the device came out. There were no reported injuries to the patient. The operator is highly experienced. Additional information was requested but was not provided. One non-sterile exoseal 7f vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed and the guard was received in the locked position. The plug was observed in its manufactured position, and the indicator wire was found to be fully deployed. A 7f cordis rain sheath was also returned and received inserted on the device. Additionally, the indicator window was observed in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18428212 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the limited information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the visual indicator on a 7f exoseal vascular closure device (vcd) did not change color. As pulling continued, the device came out. There were no reported injuries to the patient. The operator is highly experienced. Additional information was requested but was not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18428212 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Event description:
As reported, the visual indicator on a 7f exoseal vascular closure device (vcd) did not change color. As pulling continued, the device came out. There were no reported injuries to the patient. The operator is highly experienced. Additional information was requested but was not provided. The device was not returned as expected.

Event description:
As reported, the visual indicator on a 7f exoseal vascular closure device (vcd) did not change color. As pulling continued, the device came out. There were no reported injuries to the patient. The operator is highly experienced. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.